Event description:
It was reported that the user accidentally bumped the ilet against a wall, cracking the screen and rendering the device¿s display unusable. Symptoms included no patient symptoms. Outcomes included interruption of normal device use. Investigation included complaint intake, user interview, and internal review for device damage. Investigation of this case revealed physical damage to the display consistent with impact, with no indication of device malfunction beyond the damaged screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.